Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set had a loose component with a leak. The following information was provided by the initial reporter: mz5310 - yes, we loathe these new connectors! At least once a shift I find my patient bleeding/covered in blood because they come loose at the IV site hub, so we frequently are cleaning and changing the IV dressing. No matter how tight we reinforce it, it still comes loose easily. Also, the pressure makes it difficult to connect at the luerlock and blood often stays in the line despite proper flushing/pulsatile flushing. I can start putting in safety reports each time this happens, which is basically once a shift. I know my co-workers say the same thing is happening with their patients often as well and I have encouraged them to reach out too.